Event description:
It was reported that an ilet device experienced rapid battery depletion after a disconnection event between the ilet, cgm, and phone, with the charge decreasing from approximately 90% to 18% over six to seven hours despite normal charging and otherwise normal device operation. Symptoms included no reported changes in blood glucose and no adverse physiological effects. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included a review of device performance based on user reports and troubleshooting history, with a replacement arranged for continued therapy. Investigation of this device revealed a device power issue consistent with accelerated battery drain not attributable to user error, with the device component implicated as the internal power/battery subsystem. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to battery performance.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."